Event description:
It was reported that the pump was explanted and replaced by another from the same manufacturer. It was alleged that the explant was due to premature battery depletion and an unrecovered motor stall. The motor stall reportedly occurred five months prior to the elective replacement indicator (eri). It was not clear if the eri had actually occurred. The patient reportedly experienced withdrawal symptoms over the whole body. The pump was infusing morphine. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant product: product ID: 8711, lot# n131619003, implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The previously reported device codes (B)(4) no longer apply to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was clarified that the pump was replaced on (B)(6) 2014. The patient was reportedly doing well as of that date. It was noted that the dose was decreased upon pump replacement. It was reported that a low battery reset had occurred on (B)(6) 2014. Other notable messages included a "stopped pump period may exceed tube set" and a "pump in safe state" message.